Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2011, an elevate anterior device was implanted. It was reported that during the procedure the anterior arm perforated the pt's bladder on the left side. "The arm was cut, pulled from the bladder and stitched into place in the sidewall." It was reported that the anchor cut from the mesh was left in the pt.